Event description:
It was reported that the pacemaker exhibited an unspecified over-sensing problem. No intervention was performed.

Manufacturer narrative:
Further information was requested but not received.